Manufacturer narrative:
Event number was entered as patient identifier.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: in (B)(6) 2018 (exact date unknown), a patient was implanted with a gore® viabahn® endoprosthesis in the superficial femoral artery. Reason for treatment is unknown at this time. As reported, the patient was taken off anti-coagulant for unspecified reasons. One day post-implant, it was found the viabahn device had occluded. Thrombectomy was performed and another viabahn device was implanted to reline the first device.